Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and lemo receptacle. System operates as intended. (B) (4).

Event description:
Customer reported the system goes to max technique and displays ma and kv errors. No patient injury was reported.